Event description:
During a coronary stent procedure of a bypassed left main lesion, the physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. The stent dislodged during retraction. Several unsuccessful attempts were made at retrieval and the undeployed stent remains in the patient. Patient status is listed as "okay".